Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .056 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the grips have indentations on the edges. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that after a da vinci surgical procedure, the jaws of the maryland bipolar forceps instrument were not aligned and it was impossible to use the instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.